Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). High capture thresholds were noted as well. Boston scientific technical services (ts) was consulted and recommended further review by cardiology. No adverse patient effects were reported. At this time, this lead remains in service.